Event description:
It was reported that the device exhibited post-paced t-wave over-sensing via review of remote transmission. No programming changes made at this time. The patient was asymptomatic.

Event description:
New information indicated that the device exhibited another episode of post-paced t-wave over-sensing. The patient presented to the clinic and device reprogramming was made.